Event description:
The complainant reported that the physician was preparing the device for a therapeutic implant in a pt, but found that the proximal pigtail had become detached after removal of the suture from the stent. The clinician then obtained another of the same device and successfully completed the pt procedure. The complaint reported that there was no adverse affect on the pt as a result of the reported malfunction.

Manufacturer narrative:
User facility was unable to supply the lot number of the device used, consequently, the MFR date of the device is unk. The complainant did not report the lot number of the device involved in this event. In lieu of a reported lot number, a ship history report (shr) was performed, which indicated that the last three lots shipped to this customer were 11691220, 11723037, and 11672416. The device history records for lot numbers 11691220 and 11723037 for these two lots shipped to this customer appear normal and no quality related issues or mfg related deficiencies were noted. A review of the device history record was performed for lot 11672416, which revealed one issue for a non conforming report for a non related issue. The 2008 15-month polaris w/wire trend report for all complaint failure modes was reviewed; no adverse trends were noted. The device was received for eval, and inspection of the unit was performed. During the inspection no visible residue was present to indicate pt use. The proximal curl was found to be torn off, but was also returned for eval. The suture had been torn away, but was not returned. The proximal sideport was also found to have been torn. The visual eval found that the stent has been torn in two. The tear was jagged and angled across the body of the stent and was found to be approximately 4.7 centimeters from the proximal end of the device. A second tear was also identified. This tear was also jagged, and was found to be approx 6 millimeters long. A functional eval was then performed, which found that a 0.038 inch guide was could be successfully passed through the remnants of the device without issue. In conclusion, the customer complaint of the stent being broken and detached has been confirmed. The most probable root cause for this failure is that during the clinician's removal of the suture from the stent, the stent was torn in two with the suture. The eval of the device suggests that the suture was grabbed and pulled, and that most likely with the suture wrapped around the body of the stent, which caused the suture to tear through the stent body. The suture was also found to be torn from the proximal side-port through the stent material to the proximal end of the device.